Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed button error during basal rate and cannot be cleared. Customer stated that the act button is not responding. It was stated that the device was not bumped, dropped or exposed to moisture, but the customer was sweating a little during practice. Blood glucose value is 200 mg/dl. Nothing further reported.